Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture confirmed with an MRI. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.